Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's display was white. Upon initial evaluation, physio-control observed that the device was unresponsive to button presses while experiencing the white screen. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the user interface pcb assembly, and then observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control further evaluated the replaced user interface pcb assembly and the cause of the reported issue was determined to be due to an inoperative integrated circuit, designator u2.

Event description:
The customer contacted physio-control to report that their device's display was white. Upon initial evaluation, physio-control observed that the device was unresponsive to button presses while experiencing the white screen. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.